Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered 8 inappropriate shocks due to oversensing, across different episodes and days. No evidence was provided of therapy exhaustion. Reportedly, the settings of the alternate sensing were difficult, so it was decided to change this electrode polarity to primary. This electrode remains in service and no additional adverse patient effects were reported.